Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during device change-out. The lead was capped and replaced on (B)(6) 2016. The patient was doing well and will continue to be monitored.